Event description:
It was additionally reported that the controller was exchanged to eliminate any technical issue with any piece of the equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number (B)(6) being exchanged was confirmed via the submitted log files. The submitted controller periodic log file captured a break in the timestamps indicating a system controller exchange occurring was found between 20:54:53 on (B)(6) 2000 and 16:51:54 on (B)(6) 2000, per the timestamps. It is unknown how long the controller was disconnected. The controller was not returned for analysis under this event. The root cause of the reported event could not be correlated to an issue with the controller through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review indicated a system controller exchange on (B)(6) 2025.